Event description:
A customer reported a signal loss issue with us of the adc application (samsung a12, android os 12). The customer reported that the low glucose alarm therefore failed to sound and the customer experienced seizure and hypoglycemia induced loss of consciousness. A paramedic meter result of 1.1 mmol/l was obtained, and the customer treated with glucose injection and placed on glucose IV drip at hospital. The customer additionally reported a healthcare meter result of 6.8 mmol/l. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss. Successfully scanned and received glucose readings and alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with us of the adc application (samsung a12, android os 12). The customer reported that the low glucose alarm therefore failed to sound and the customer experienced seizure and hypoglycemia induced loss of consciousness. A paramedic meter result of 1.1 mmol/l was obtained, and the customer treated with glucose injection and placed on glucose IV drip at hospital. The customer additionally reported a healthcare meter result of 6.8 mmol/l. There was no report of death or permanent injury associated with this event.